Event description:
Additional information received reported that volume discrepancies occurred during refills. Actual residual volume (arv) of 4.3 ml and the expected residual volume (erv) of 4.2 ml were noted on (B)(6) 2011. On (B)(6) 2011, the patient¿s dose was changed to 100 ug due to spasm control. Arv of 4.1 ml and erv of 4.2 ml were noted. The patient had a postoperative assessment and a refill on (B)(6) 201. The patient had a heart rate of 135. The improvement in spasticity and activities of daily living were noted as ¿worsened¿ compared to pre-dosing. The arv was 5.2 ml and erv was 5.4 ml. The patient had another refill on (B)(6) 2012. The arv was 4.1 ml and the erv was 4.0 ml. Postoperative assessment on (B)(6) 2012 revealed that the patient¿s improvement in spasticity and activities of daily living were ¿worsened¿ compare to pre-dosing. The arv was 1.3 ml and erv was 1.2 ml.

Event description:
Additional information: it was reported that prior to the patient's intrathecal baclofen (itb) therapy pump implantation on (B)(6) 2008 there was "no particular problem with the patient's respiratory condition". Following the increase in dosage to 100ug/day on (B)(6) 2011 the patient's sputum levels increased and had difficulty expectorating. The patient was diagnosed with pneumonia and hospitalized on (B)(6) 2012. The reporter stated that there were no particular treatments administered or measures taken for the adverse event. It was reported that the event was not an overdose of the investigational drug and there was causal relationship between the event and the investigational drug. On (B)(6) the patient's dose was reduced to 80ug/day and the patient was reported to have recovered.

Event description:
It was reported that the patient developed dyspnea and was diagnosed with pneumonia and which required him to be hospitalized. It was noted during last refill that the patient's dose was at 100.0 ug per day of gabalon. It was indicated post-discharge that the patient had over-dosed and developed respiratory suppression. It was suspected as a result of the increased gabalon that the drug was the probable cause of the event and not the device. Subsequently, the dose was reduced to 80.0 ug per day and it was noted that the device system was not explanted. The outcome of the event was reported that the patient recovered on (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: neu_unknown_cath, lot#, serial# unknown, implanted:, explanted:, product type: catheter. (B)(4).